Manufacturer narrative:
(B)(4). Date sent: 3/18/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. The device didn't deliver any staplers. 2. There wasn't any patient consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device jammed, it didn't fire clip. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/2/2024 d4: batch # 168c91 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received with the one-piece sled missing and unfired making it non-functional. The returned device and reload (b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, 2 staples were noted to be missing along the staple line, these staples do not create a fluid path. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 168c91, and no non-conformances were identified.